Manufacturer narrative:
Concomitant medical products: 4568-53, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. A high number of mode switches was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.